Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). One certain® titanium large hexed screw (ilrght) was not returned for investigation. Therefore, visual evaluation could not be performed. The investigation was performed using applicable instructions for use and risk files to address reported event. Device history record (DHR) review was completed for the subject lot number 1204674. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. A complaint history review for the subject lot number 1204674 was completed by searching keyword fracture screw in the category through the manufacturers internal system and no other similar complaints identified. Therefore, based on the available information, device malfunction and the reported events could not be verified as the exact details of event were non-verifiable and the product was not returned.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Weight unknown / not provided. Date of the event unknown / not provided. Premarket identification PMA/510(k) number k072642. Product not returned.

Event description:
Doctor reported the screw in tooth location #16 fractured and was removed.